Manufacturer narrative:
Plant investigation: the manufacturer received companion samples for the reported event. A visual inspection was performed and no issues were note. The samples were found to be acceptable. A dimensional inspection was performed to four companion samples using a digital caliper with acceptable results. A simulated use test was performed to four companion samples with no leaks or disconnections noticed. The test completed successfully. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the safe lock connector detached from the bag and has caused fluid to spill. Due to this, the patient underwent peritonitis protocol. Upon follow up with the patient's nurse, it was confirmed that the patient was administered antibiotics prophylactically. The nurse confirmed that there was no patient adverse event related to the reported leak.

Manufacturer narrative:
Plant investigation: the manufacturer received companion samples for the reported event. A visual inspection was performed and no issues were note. The samples were found to be acceptable. A dimensional inspection was performed to four companion samples using a digital caliper with acceptable results. A simulated use test was performed to four companion samples with no leaks or disconnections noticed. The test completed successfully. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.